Manufacturer narrative:
The pacer was received in normal working conditions with battery voltage above eri. Cautery marks were noted on pacer. Electrical and mechanical analysis performed, indicated normal device functionality. During testing battery voltage reached eri levels. The implant duration exceeds the projected longevity based on field settings indicating normal battery depletion. Customer complaint of premature discharge of battery was not confirmed.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
During an in clinic follow-up, a rapid depletion of estimated battery longevity was observed on the device. Premature battery depletion was suspected. Device replacement is anticipated to resolve the event. The patient was stable and will continue to be monitored.